Event description:
It was later reported the patient did not have concerns with their device or therapy.

Event description:
Additional information noted that the cause of the event was poor function and electrical shock feeling in leg. The issue was attributed to the lead. X-ray from (B)(6) 2012 showed lead in the right side of sacral bone, unchanged from previously. Surgical intervention occurred on (B)(6) 2012 involving replacement of the lead. Hospitalization was not required. Clinic notes from (B)(6) 2012 indicated that at that time the lead position was negative 0, positive 3, rate of 14, pulse width of 210 and a setting of roughly 3. Beginning the prior week, the patient noted twinging in the perineum and had to turn down the stimulator to 1.5 or less to have improvement. When interrogated, impedances were greater than 4000 for all leads except for case positive 3 negative. The healthcare provider believed there was a lead fracture. Post op clinic visit notes from (B)(6) 2012 noted that the patient had undergone a removal of the sacral nerve lead and replacement of lead with reprogramming on the stimulator on (B)(6) 2012. The patient had a fractured lead. The patient was doing well with a setting of 1.7. There was complete healing of both wounds. The patient had full continence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3093-28, lot# v754204, implanted: (B)(6) 2011, explanted: (B)(6) 2012, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer. (B)(4). Final device analysis of the lead revealed the following: all conductors were broken 4.7 cm from the distal end of the lead, at or near a tine.

Event description:
It was later reported the event was attributed to a break in the lead. Reportedly, the old lead was removed and replaced with a new lead. It was noted the patient did not require hospitalization and the patient¿s outcome was reported as non-serious injury or illness.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's battery and lead were explanted due to malfunction of the device. No further information was reported. Additional information has been requested. If additional information becomes available, a supplemental report will be filed.